Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal rate was set incorrectly. Reportedly, the pump basal rate was set to 14 units of insulin per hour and should have been 1.4 units of insulin per hour. Contact stated they believe the customer programmed the basal rate incorrectly. There was no reported impact to customer's blood glucose level.